Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned,

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl. The customer declined to perform a system check with tandem technical support and stated that the site would be changed and a manual injection would be delivered. The customer stated that the suspected cause of the elevated bg level was due to a liquid diet prescribed by the healthcare provider (hcp) in preparation for an upcoming surgery. Customer will consult with hcp regarding bg levels.